Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations were found and were related to the reported complaint: the instrument was found to have a broken conductor wire at the clevis hub. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were not exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage.

Event description:
It was reported that during da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument was found to have an exposed wire. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.